Manufacturer narrative:
Device not returned. The information was learned through implant patient registry. Multiple requests were made to the health-care provider (via fax) for the device, operative report, and additional information; however, no additional information was received. The cause of death remains unknown. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired. The date of patient's death and implant duration were not provided. It is unknown if the death was device related. No further details were reported.

Manufacturer narrative:
Through follow-up with the health-care provider, a response was received. It was learned that the device did not cause or contribute to the patient's death.

Event description:
The customer contacted baxter's (B)(4) regarding system error 2240 alarm that appeared on the homechoice (hc) during use during the last dwell. The baxter technical service representative (tsr) assisted the home patient (hp) with troubleshooting, cleared the alarm, explained the alarm and advised to notify the peritoneal dialysis nurse (B)(6). The hp would finish that night's therapy manually. Proper procedures per the user manual were reviewed with the hp. There was no patient injury or medical intervention indicated at the time of the initial report. During follow-up with the hp, the hp explained that she was asleep when the alarm occurred. She stated that she did not know what the cause of it was. The hp had notified the nurse. No infections/injuries had occurred.